Manufacturer narrative:
The device was not returned for evaluation. The device was not returned for evaluation. Securing mechanism fracture and screw migration was confirmed through inspection of the associated radiographic image. The construct was composed of a three (3) level plate, six (6) screws, and interbody spacers. Both screws at the caudal-most level of the construct migrated from the plate. A review of manufacturing and complaint history could be not performed as the subject catalog and lot number could not be identified. Correspondence with field representative states that the patient was implanted with hardware in (B)(6) 2020. The patient allegedly experienced external trauma (fall), and the screw migration and securing mechanism fracture were observed subsequently. According to the ozark surgical technique, instantaneous loading due to patient activity can cause the implant could break, bend, or loosen. The most likely root cause of the reported event is post-operative trauma (patient fall). H3 other text : device not returned for evaluation.

Event description:
A physician reported two ozark screws backed out of an ozark plate at c7 approximately five-months post-operatively. The patient has been revised. This report captures the first of two migrated screws.

Manufacturer narrative:
Current location of the device is unknown.

Event description:
A physician reported two ozark screws backed out of an ozark plate at c7 approximately five-months post-operatively. The patient is scheduled for revision surgery. This report captures the first of two migrated screws.